Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3a: sex: requested, not provided a3b: gender: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: clinical engineering g4: PMA/510(k): k130520 visual inspection of the actual sample upon receipt found no anomaly such as a breakage. The actual sample, after rinsed and dried, was tested for the o2 transfer and co2 removal performance in accordance with the product inspection protocol. The measured values were confirmed to meet the factory's specifications. No anomaly was found. · [bovine blood conditions] hb: 12g/dl, temp.: 37°c., ph: 7.4, svo2: 65%, pvco2: 45mmhg · [circulation conditions] blood flow rate: 5l/min and 3l/min, v/q:1, fio2: 100% · [o2 transfer rate] 5l/ min: 295ml/min, 3l/ min: 195ml/min · [co2 removal rate] 5l/ min: 257ml/min, 3l/ min: 176ml/min the manufacturing record and the shipping inspection record of the actual sample found no anomaly. Past complaint file of the involved product code/lot number found no similar report. Based on the investigation result, the gas transfer performance of the actual sample after rinsing met the factory's specifications, and no anomaly was found. As a possible cause of occurrence, based on our past experience, paco2 was likely to have increased due to the following factors. However, the cause of this case could not be clarified from the investigation result. Because the temperature of the blood was reduced as soon as circulation began, it became difficult to remove co2. Due to the effect of co2 insufflated into the surgical field, the pco2 of the blood aspirated from the surgical field increased, and the pco2 of the blood flowing into the oxygenator increased. Relevant instructions for use (IFU) reference: "start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements." "Measure blood gases and make necessary adjustments as follows. A. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. -to decrease pao2, decrease fio2. -to increase pao2, increase fio2. B. Control paco2 by changing the total gas flow. -to decrease paco2, increase total gas flow. -to increase paco2, decrease total gas flow." Terumo medical products (tmp) (importer) registration no.(B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the preconnected fx15 was used for ascending aorta and aortic valve replacement case. Cooling was started immediately after circulation, blood gas was collected twenty (20) minutes later, and pco2 was confirmed to be higher than usual at the time of cdi recalibration. The case proceeded with a gas flow rate increased to 6l/min for main flow rate of 3.5l/min. Paco2 was normally around 40; however, it stayed around 60. Although it was increased to 8l/min, the paco2 value did not improve, and the oxygenator was replaced. The procedure was completed successfully. The patient was not harmed.